Manufacturer narrative:
A3b) patient gender - not available from facility. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) and a right atrial (ra) leads due to bacteremia. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Utilizing a spectranetics glidelight laser sheath and spectranetics 11f tightrail rotating dilator sheath, one rv and the ra lead were successfully removed. Targeting the last rv lead with the 11f tightrail, the patient¿s blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon, CPR, and sternotomy. Perforations to the rv and superior vena cava (svc) junction were discovered and repair was attempted; however, the patient did not survive the procedure. This report captures the tightrail device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.